Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28 mm amplatzer amulet was implanted in a patient. Post implant, the patient presented with a very large pulmonary artery (pa ) and dilated transverse sinus. Patient had a pericardia effusion and was taken to surgery for a paracardial window. Damage to the pa was repaired. Patient was a jehovah's witness and could not receive blood products. On (B)(6) 2023, the patient passed away. The cause of death is unknown.

Event description:
It was reported that on (B)(6) 2023, a 28 mm amplatzer amulet was implanted in a patient. Post implant, the patient presented with a very large pulmonary artery (pa ) and dilated transverse sinus. Patient had a pericardia effusion and was taken to surgery for a paracardial window. Damage to the pa was repaired. Patient was a jehovah's witness and could not receive blood products. On (B)(6) 2023, the patient passed away. The cause of death is unknown.

Manufacturer narrative:
An event of a post-operative pericardial effusion and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but may be related to bleeding and inability to provide a blood transfusion. It is unknown what caused the injury to the pulmonary artery. Pericardial effusion is a known potential adverse event when implanting the amulet occluder. In most instances the pericardial effusion can be managed with drainage using pericardiocentesis, but sometimes may result in a fatality. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of a post-operative pericardial effusion and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but may be related to bleeding and inability to provide a blood transfusion. Pericardial effusion is a known potential adverse event when implanting the amulet occluder. In most instances the pericardial effusion can be managed with drainage using pericardiocentesis, but sometimes may result in a fatality. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 28 mm amplatzer amulet was implanted in a patient. Post implant, the patient presented with a very large pulmonary artery (pa ) and dilated transverse sinus. Patient had a pericardia effusion and was taken to surgery for a paracardial window. Damage to the pa was repaired. Patient was a jehovah's witness and could not receive blood products. On (B)(6) 2023, the patient passed away. The cause of death is unknown.